Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) displayed as high on the continuous glucose monitor. The customer reported having ketones that the customer's health care provider (hcp) identified as dangerous/life threatening, however, no injury or permanent damage occurred. The customer administered a correction injection of insulin to address high bg level and ketones. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.